Event description:
In 2009, the pt reported she received an e4 (occlusion) error on her insulin device before the device displayed an a8 (bolus cancelled). To troubleshoot, the pt was instructed to disconnect from her headset and bolus 5 units through the tubing which successfully went through. The pt removed her headset and stated the cannula was "twisted." She changed to a new headset and successfully completed her bolus amount. The pt stated her abdomen "looks like a pin cushion." No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.